Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced and the filament was calibated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had a precharge error. This error will likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.